Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose was 400 mg/dl with high ketones. Contact administered a manual injection to customer. Health care provider did not identify high ketones to be life threatening. Reportedly, the customer would continue use of manual injections for insulin therapy.